Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that patient had felt dizzy and presented to the hospital. The device was in backup vvi and could not be interrogated. The device was explanted. Patient condition is very good.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory and was due to a power-on reset that occurred during hv therapy delivery. The device was tested on the bench and using automated test equipment and no anomalies were found. The power-on reset could not be reproduced in the laboratory. The root cause of the power-on reset could not be determined.